Manufacturer narrative:
The reported events of stylet could not be removed, and the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of the helix mechanism issue was isolated to blood/tissue on the helix region. The cause of the stylet could not be removed from the lead and was isolated to the blood clogging the inner coil.

Event description:
Related manufacturer reference number: 2017865-2025-12919. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to be separated in both the right atrial (ra) lead and right ventricular (rv) lead. Additionally, the right ventricular lead and right atrial lead exhibited helix issues. The ra and rv leads were not used and replaced. The patient experienced no consequences.